Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown head, unknown. Unknown, unknown liner, unknown. Unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 02787, 0001825034 - 2018 - 02789, 0001825034 - 2018 - 02790.

Event description:
It was reported that the patient's hip has been indicated for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. H10: upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event, which is being reported on 0001825034-2018-02787 and 0001825034-2018-02790.